Event description:
It was reported that this lv lead was programmed off due to elevated capture thresholds. Boston scientific technical services (ts) discussed that as long as the lv lead has no damage, the elevated threshold does not prevent the patient from getting an MRI. The lv lead remains in service. No additional adverse patient effects were reported.